Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up. It was observed that the pacemaker could not be interrogated due to battery depletion. The patient came in clinic in 2020 and interrogation revealed there was 6 months to elective replacement. The physician explanted and replaced the pacemaker on (B)(6) 2021. The patient was in stable condition.